Event description:
This spontaneous case report was received from a hospital nurse at a gynecologist/obstetrician department in the united states on (B)(6) 2014. The report refers to a (B)(6) female patient who was to have essure (fallopian tube occlusion insert) inserted and while insertion was attempted the filaments in the coil separated and metal clip was attached to the spring instead of the coil. No information was given on patient's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2014 the patient was to have essure (fallopian tube occlusion insert), lot number b30426 (expiration date may-2016) inserted. On (B)(6) 2014, the hcp (healthcare professional) placed essure bilaterally. The filaments in the coil separated and the metal clip was attached to the spring instead of the coil. It was asked if hcp needed to do anything to follow-up this other than the three-month hsg (hysterosalpingogram). No further details were reported. Reporter did not assess device-event relationship.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 28-apr-2014: no new clinical information received. Follow-up from 27-jun-2014: the required number of follow-up attempts has been made. To date, there has been no response. Product technical complaint investigation and final assessment were received on 30-jun-2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: when a term like "separated" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken" , or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the micro-insert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. No CAPA investigation is required per criteria established in (B)(4)." Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this case reported complication of insertion due to breakage and physical property issue but these reported events are not necessarily indicative of a quality defect. Five (5) additional ae case reports have been received to date in relation to batch number b30426 but none of these cases refer to a similar type of breakage or physical property event. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that breakage is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. Company causality comment:this medically confirmed, spontaneous report refers to a (B)(6) female who had bilaterally essure placement. It was reported that 'filaments in the coil separated and the metal clip was attached to the spring instead of the coil' regarded as device breakage, device shape alteration, and complication of device insertion by the company. Events are classified non-serious .upon receipt of technical investigation, event 'filaments in the coil separated and the metal clip was attached to the spring instead of the coil' , interpreted as a device breakage and previously considered unlisted according to reference safety information for essure, was updated to listed (anticipated). Case was regarded as near- incident, since a breakage was reported. Health care professional intended to perform the 3 month hsg test. During difficult insertion, single cases have been reported of essure breakage. In this particular case no details of insertion procedure was described. Ptc final result ,at the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that breakage is an anticipated event. Based on the information available, there is no reason to suspect a quality defect.